Event description:
The customer reported that his olympus 4k camera head was not producing an image and instead was displaying a (B)(4) communication error during procedure preparation. According to the initial reporter, the procedure had not yet begun and this event had no impact on a patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image on the screen during testing due to a faulty cable unit. Additionally, a small bump was found behind the cable protector. It is likely that internal wires were interrupted which could have been caused by aggressive handling of the subject device. The focus ring was found difficult to move and will need to be disassembled and reassembled with grease. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.